Manufacturer narrative:
The events of capsular contracture and seroma late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported they had "an ultrasound of the chest and it showed a suspicion of rupture". Later, MRI confirmed no rupture, but diagnosed "capsular contracture grade IV and late seroma ". Device remains implanted. This is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported they had "an ultrasound of the chest and it showed a suspicion of rupture". Later, MRI confirmed no rupture, but diagnosed "capsular contracture grade IV and late seroma ". Device has been explanted. This is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported they had "an ultrasound of the chest and it showed a suspicion of rupture". Later, MRI confirmed no rupture, but diagnosed "capsular contracture grade IV and late seroma ". Device has been explanted. This is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "ultrasound of the chest and it showed a suspicion of rupture of both implants" and concern with recalled product.

Event description:
Patient reported they had "an ultrasound of the chest and it showed a suspicion of rupture of both implants" and concern with recalled product. Device remains implanted. This is for the right side.